Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too tight and the garment was cutting into the patient's skin. The patient's nurse reported bruising and open skin. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied gauze between the electrodes and skin and the patient was sent larger garments. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.